Manufacturer narrative:
Received for investigation: two cartons containing opened and unopened, original product a4019-17, lots: 2975351 (31 trays unopened & 5 open trays), 2929152 (2 trays, unopened), 2891659 (1 tray, unopened) and 2898043 (1 tray, unopened). Visual inspection of the 35 unopened trays [lots: 2975351, 2929152, 2891659 & 2898043] revealed the several issues. Note: no issues were observed with trays from lots 2929152, 2891659 & 2898043 no breakage of the drug ampules was observed on any of the unopened kits. These findings confirm that certain components of the kits may have migrated to other locations from intended position with the tray, however, no broken drug ampules or glass in drapes was observed on any of the unopened trays.

Event description:
It was reported during use of portex ® epifuse ® epidural catheter that lidocaine is often broken. A patient wearing a gown received a puncture wound from a glass shard that was believed to have fallen out of patient's gown and onto patient's bed. The glass was removed and patient hand bandaged.